Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a drive count or time values or changes incorrect for moving or coasting. Too slow or too fast alarm and no motor movement or negligible movement. Retries to free a stuck motor failed error alarm during basal delivery. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement test and insulin pump did pass it. Customer stated that the insulin pump error occurred during rewind. Customer reported that the up button was not sticking and had to press couple of times for it to work. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Customer complained on august 11, 2022 the buttons are not functioning properly. Complained the pump error and pump error 38. Device passed self test. Constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unit successfully downloaded to thus. Verified pump alarmed pump error on 08/11/2022 16:24:58.000 and pump error 38 on 0august 11, 2022 16:27:20.000 in pump downloaded history due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to device error alarms. Intermittent response from all buttons due to moisture damage to keypad traces. Unit passed the keypad voltage test. The connector on electrical board 1 was locked properly during visual inspection. No moisture damage noted to electronic assembly per visual inspection. The following were noted during visual inspection: corroded electronic assembly, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment, the p-cap/reservoir does lock properly. Confirmed intermittent response from all buttons due to moisture damage to keypad traces. Confirmed the device alarmed pump error on august 11, 2022 16:24:58.000 and pump error 38 on august 11, 2022 16:27:20.000 in device downloaded history due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.